Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. B44007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion medically important), intermenstrual bleeding ("vaginal bleeding outside of menses"), headache ("headache"), presyncope ("vagal discomfort"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), myalgia ("muscle pain"), vitamin b12 deficiency ("b12 b9 deficiencies"), feeling drunk ("feeling drunk"), dry eye ("dry eye"), feeling cold ("severe chilliness"), balance disorder ("balance disorders"), memory impairment ("memory problems"), disturbance in attention ("problems of concentration on simple tasks"), aphasia ("aphasia"), migraine ("persistent migraines") and visual impairment ("visual disorders"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, fatigue, cognitive disorder, pelvic pain, headache, myalgia, vitamin b12 deficiency, feeling drunk, dry eye, feeling cold, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, presyncope or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number: b44007, production date: 2013-06-20, expiration date: 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. B44007) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion medically important), vaginal haemorrhage ("vaginal bleeding outside of menses"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), headache ("headache"), myalgia ("muscle pain"), vitamin b12 deficiency ("b12 b9 deficiencies"), feeling drunk ("feeling drunk"), dry eye ("dry eye"), feeling cold ("severe chilliness"), balance disorder ("balance disorders"), memory impairment ("memory problems"), disturbance in attention ("problems of concentration on simple tasks"), aphasia ("aphasia"), migraine ("persistent migraines"), presyncope ("vagal discomfort") and visual impairment ("visual disorders"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, fatigue, cognitive disorder, pelvic pain, headache, myalgia, vitamin b12 deficiency, feeling drunk, dry eye, feeling cold, balance disorder, memory impairment, disturbance in attention, aphasia, migraine, presyncope or visual impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.